Manufacturer narrative:
The pump end bend relief was repaired by medical staff at the hospital. The MFR has implemented a design improvement to the pump end bend relief, which was approved via a PMA supplement. No further info is available at the time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that during a driveline debridement due to infection, a fractured pump end bend relief was discovered.